Event description:
During a lap gastric bypass procedure, surgeon was using hand activated harmonic shears and an instrument error showed up on generator. The instrument was replaced with another hand activated harmonic shears. No pt consequence.